Event description:
A hospital reported via the distributor that when the mr290 autofeed humidification chamber was connected to the water bag, it would not stop filling with water. No pt consequence was reported.

Manufacturer narrative:
The returned chamber was inverted to examine the water float operation and performance tested by adding water. Results: when the chamber was inverted, the water floats moved as expected. The floats also caused the water to stop when the water bag was connected, preventing overfilling. The fault could not be confirmed. The chamber water level control operated normally. A lot check showed there were no other complaints with this lot number. Conclusion: it is possible that the valve that shuts off water had become misaligned, allowing the chamber to overfill. Transportation vibration when the device was returned had then realigned the valve, allowing the device to control the water normally. Our monitoring and trending of autofeed chamber overfilling has a rate of occurrence of 9 ppm worldwide in the last year of december 2008.